Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump was received with pump error alarm during self-test due to moisture damage electronic assembly. Unit was received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not provided. The customer states the insulin pump was exposed to fluid. Customer stated water in battery compartment and a blank display resulted. Troubleshooting was provided and a partial display appeared. The insulin pump will be returned for analysis.